Event description:
Medics responded to a pt described as in full cardiac arrest with bystander CPR in progress. Operators analyzed the pt 9 times and the device advised a shock twice. Subsequently, paramedics responded with acls protocol and resuscitated the pt who was transported to the hosp emergency room. The pt later died in the hosp emergency room. Reporter is questioning device's "no shock advised" decisions on event segments which, upon review by the medical director, appear to be shockable.